Event description:
In 2009 at approximately 2:15 pm, writer was coming out of the dining room and was walking towards the hall when social services director asked if I was going to check on a female pt. She then went on to explain that the patient had fallen from the lift. I immediately went to pt's room. It took me less than 2 minutes to get to the patient's room. Upon arrival, I noticed pt lying on her back on the floor, and there were 4 to 5 staff members present. She was being assessed by the rn supervisor. She was crying out in pain and her leg was shortened and externally rotated. She was assessed for other injuries and was found to have none. She was offered emotional support and was constantly monitored by staff until the paramedics transported her to the ER. Once the paramedics arrived, she was lifted off of the floor using the lift sling which was still underneath her. She was transferred to the stretcher using 4 staff members and 2 paramedics. She was admitted to the hospital with a tib/fib fracture, and fracture the ankle on the same leg. Charge nurse was with three other staff members. She was standing on her left leg. She was crying and stated that she had been pinned between the patient and lift and the metal frame of the patient's bed. She was in severe pain and could not sit down, as it put too much pressure on her leg. She was assessed per writer and she was found to have a grapefruit sized hematoma to the inner aspect of her right thigh, just above the knee. She was unable to bear weight. Then 911 was called for her as well, and she was assisted by staff until the paramedics transferred her to the emergency room. She was treated and released with the diagnosis of a severe sprain to her knee. She continues on modified duty and uses a leg splint. Her light duty is being accommodated. The other staff member involved in the accident, and she was unharmed except for a superficial abrasion to the -l- anterior shin. She was given basic first aid and has required no further treatment. Pt was readmitted to the facility nineteen days later, with long cast to the leg. She was assessed for pain on admission and was placed on an aggressive pain management program which includes morphine 10 mg ER po q 8 hours, flexeril 5 mg qd x 14 days for muscle spasms, morphine ir 10 mg po q 4 hours prn breakthrough pain, lortab 10/500 q 6 hours routine, decadron 5 mg im qd for three days due to her severe djd to the knee. We have placed her on a bowel regimen for the new narcotic use and have been placed on gi prophylaxis to prevent stress ulcer formation. She has been placed on the stop pain program and the occurrence reduction program. She has been a patient at this facility since 2007 and has never had a lift associated incident prior to this day. We will be providing this patient with psychological services beginning this week as she is having severe anxiety related to the incident. She is so fearful in fact she has refused to allow staff to use the other reliant 600's to transfer her and states, she will not get out of the bed with that lift. Should she agree to use the lift, we will use 4 staff members during all transfers and will be using 4 partners with all transfers of bariatric patients. Interviews with other staff members and the reveals that there have been complaints of the lift tilting when short obese patients are being transferred. The facility believes that the staff did perform the transfer correctly and as they have been taught. At this time, we are requesting the lift be evaluated by someone, as it is the belief that all bariatric patients do not have the same needs and that a shorter larger patient is at risk of turning over the lift. During interviews with two nurses, this is how the event occurred. Pt had been in bed for most of the day. After lunch, she decided to get up, so a staff member provided her with a bath and other personal care. When it came time to transfer pt to her electric wheel chair, two staff members to assist her with using the lift as it requires the total lift, and two staff members to move her. They placed the lifter sling under pt while she was lying on the bed. They attached the lifter pad to the reliant 600 as per lift manual. They lifted the pt up off the bed and began to guide the lift over to the patient's motorized wheel chair. The two staff members were guiding the patient in the sling, so that her hips and buttocks would be as far back in the chair as possible. The staff used a xl lifter pad which is what she is assessed for. The legs of the lift were open during the transfer. Dates of use: 2009. Diagnosis or reason for use: bariatric patient. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.